Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the surgeon managed to use the device twice until it blocked shut on tissue. The surgeon had to pull on the small intestine to remove the device which lead to a loss of tissue of around 30cm. The intervention was extended over one hour and the reconstruction of the small intestine bag was impossible. No reinforcement material was used. No blood loss of 500cc or more due to the product problem. No delay in surgery.